Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a definitive cause for the reported gripper actuation and difficult or delayed positioning(anatomy) could not be determined. The reported positioning failure issue appears to be due to the reported gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper arm actuation issue. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The first clip was implanted without issue. To further reduce mr, a second clip delivery system (cds) was used; when advancing the clip, the clip became caught in chordae. The clip was freed without causing injury. Grasping was difficult due to the anatomy, it was also noted that the gripper arms no longer come down. The clip was not implanted and was replaced. The cds was inspected on the back table, the gripper arms did not drop. A total of two clips were implanted, reducing mr to 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.